Event description:
A patient reports their personal diabetes manager (pdm) battery is leaking and the pdm is warm to the touch. In addition the patient reports the pdm door will not close and the pdm will screen will not respond.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.